Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep disassembled and reassembled the ipc then upgraded the software. The system operates as intended.

Event description:
The customer reported that the system does not boot up. The memory bars were loaded in correctly. No pt injury was reported.